Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00931 & 00934).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion and lack of mobility. Additional allegations indicate the physician noted there was presence of "metal appearing but nopurulent fluid". A review of invoice history confirmed both surgery dates and that the acetabular cup and modular head were removed and replaced during the revision surgery. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion and lack of mobility. Additional allegations indicate the physician noted there was presence of "metal appearing but no purulent fluid". A review of invoice history confirmed both surgery dates and that the acetabular cup and modular head were removed and replaced during the revision surgery. Additional information provided in patient medical records indicate that the revision procedure performed on (B)(6) 2013 was due to squeaking and pain. The patient's operative report noted metal-appearing synovial fluid. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.